Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the pump is dispensing all of the insulin during the load cartridge step and then the pump is emitting a no cartridge detected warning. The patient attempted to load a second cartridge with the same result. The patient confirmed being disconnected from the pump. This report is being made based on the alleged load step malfunction.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box history revealed several "loss of prime" warnings associated with zero force and ¿no cartridge detected" warnings. An "ezprime" operation was performed; the pump dispensed insulin during the load cartridge phase. The force sensor was found to be out of calibration. Unrelated to the complaint, bt1 internal battery was found to be leaking. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery and the internal battery was found to be leaking. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.